Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate tachy shocks not isolated to a single episode, due to t-wave oversensing. The patient was taken to the emergency room where the s-ICD was turned off. Reportedly, this patient has a concomitant pacemaker. Technical services reviewed the case and recommended to evaluate if the issue can be reproduced in different vector configurations and reprogrammed the device if a more suitable configuration is found or to consider a chest x-ray evaluation and possibly revise the s-ICD system if required. This implantable electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided in the future, a supplemental report will be issued.